Event description:
It was reported the patients blood glucose level rose to 421 mg/dl while wearing the pod longer than 48 hours on the leg. No treatment was provided.

Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the exact timing and cause of the damage are unknown.